Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer¿s investigation conclusion: the reported event of the new backup battery not functioning as intended was not confirmed. The power module backup battery (serial number: (B)(6) ) was returned for analysis and connected to a test power module. The battery was accepted for charge while connected to a test power module and was fully charged without any issues. The backup battery was tested in a mock circulatory loop and the backup battery was able to provide power to the pump for an appropriate amount of time after the ac power cord was disconnected from the test power module. No further evaluation was conducted as the backup battery was found to be functioning as intended during testing. Of note, the returned battery manufacturing date is 04jan2023, the expiration date is 31dec2025, the battery was shipped to the customer on 09jul2023, and the event date is 16aug2023. Multiple requests for additional information were made to determine further details regarding this event and no response was received. A root cause for the reported event could not be conclusively determined through this analysis. The device receiving inspection documents for the power module backup battery, serial number (B)(6), were able to be reviewed and the backup battery was found to pass inspection. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 3, entitled ¿powering the system¿, states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. Heartmate 3 instructions for use (rev. C) section 5, entitled ¿surgical procedures¿, states that power modules are shipped to customers with the internal battery disconnected. After receiving the pm, the hospital¿s biomedical technician or other authorized and trained personnel must open the pm and connect its internal battery prior to using the device. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a new power module backup battery was bad. A replacement request was made.